Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Unable to perform functional test or confirm missing segments/partial display due to blank display. The insulin pump was received with minor scratched lcd window, cracked keypad at select button and cracked retainer. The insulin pump was also received with corroded motor assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a blank display. The customer¿s blood glucose level was 5.0 mmol/l at the time of the incident. Customer said the screen went white and has been flashing for an unknown reason. Customer was instructed to place the device in storage mode and set it to off. The customer was advised a replacement insulin pump will be sent out and they will be contacted shortly in regards to a back up plan. The insulin pump will be returned for analysis.